Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the pump started out with prialt but three months later the patient went into a coma. The patient was in the hospital from (B)(6) 2009. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.